Event description:
It was reported that the patient was experiencing uncomfortable stimulation due to the patient's programmer increasing to maximum amplitude when connected to the ipg. Additionally, it was reported the patient received an error code on the programmer but does not remember the code. As a result, the patient received a replacement patient programmer which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.